Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 173258 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/195-260 / lot: 173258, test base part number 195-430h / lot: 170606. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 173258 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue, however, it could be related to the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on an unknown date. Repeat testing generated a negative result. An unknown confirmation test done at a test center generated a negative result. The consumer was reportedly symptomatic. Although requested, no additional details including patient treatment and outcome was provided.